Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alert and multiple insulin pump error alarm. Customer stated that they did not received low battery alert prior to replace battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged unexpected battery power loss, pump error 25 and pump error 53 found on (B)(6) 2021. The pump passed the displacement test, active current test, sleep current test and self test. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, low battery alert on (B)(6) 2021 at 06:14:00.000, replace battery alert on (B)(6) 2021 at 15:45:00.000, replace battery now alarm on (B)(6) 2021 16:16:00.000 and power loss alarm on (B)(6) 2021 17:33:18.000 and failed battery test on (B)(6) 2021 at 16:19:09.000 were found in the pump history files. All alarms were expected. Pump error 53 was present in the history download on event date of 07/01/2021 16:49:06.000 (esf2610666, file number: (B)(4), line number: (B)(4). Pump was cut open to perform visual inspection and found evidence of moisture damage on the motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay and missing display window/cover. Unexpected battery power loss and pump error 25 were not confirmed, however, pump error 53 was found in download history, due to software issue confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.